Manufacturer narrative:
Product event summary: the lead was not returned, however, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.